Manufacturer narrative:
Reported event: spd notified me of a crack in the carbon fiber boot. The crack is all the way through the carbon fiber. Product evaluation and results: visual confirmation that the carbon fiber is splintering along the boot assembly. See attached image. Product history review: 1. Review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 08-01-2017 with no reported discrepancies. 2. Review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 12-02-2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201743082802 shows 2 additional complaints related to the failure in this investigation. (B)(4). Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was confirmed as alleged via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Spd notified me of a crack in the carbon fiber boot. The crack is all the way through the carbon fiber. Case type: no associated procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Spd notified me of a crack in the carbon fiber boot. The crack is all the way through the carbon fiber. Case type: no associated procedure.